Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the doctor filter was no longer protecting the surgeon from laser beam. The surgeon mentioned that his vision was bleached out for a few minutes but had no lingering effects.

Manufacturer narrative:
The customer reported that the system had a filter that has gone bad and did not protect the surgeon from the laser beam. The surgeon mentioned that his vision was bleached out for few minutes, but had no lingering effects. The company service representative examined the system, but could not replicate the reported event despite extensive testing. The company service representative did not find any nonconformity during visual inspection. Filtering lenses were rotated correctly and were completely seated and sealed against the housing. There was no visible bleed/leak of the laser light through the dr. Filter as viewed with and without binocular. The dr. Filter verification message was verified and confirmed. The laser was verified to not the enter ready mode until the dr. Filter lever was engaged. The dr. Filter¿s engagement sensor and the tone when filter is engaged/disengaged were verified. No problem was found with the switch. The dr. Filter cable and connection to the ports on rear of the system panel were verified. The system was then tested and met all product specifications. The system was manufactured on august 15, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).